Manufacturer narrative:
Zimvie complaint number (B)(4). . H6: additional h6- patient codes: 1690: abscess, 4755: swelling/edema, 1932: inflammation.

Event description:
It was reported that implant was removed due to sinus perforation, peri-implantitis. Implant with sinus lift performed. Initial torque 50 n-cm. Healing abutment. 3 weeks later, implant became grossly mobile. Bone loss and infection discovered. Implant removed and site cleaned out. Tooth number 14. Symptoms as a result of the event: abscess, edema and inflammation.